Event description:
A trilogy evo ventilator was returned to the manufacturer for periodic maintenance. There was no report of patient harm or injury. The trilogy evo device was evaluated by a philips service engineer. During the investigation, the device log files were successfully downloaded and reviewed. A "ventilator service required" alarm error was observed related to the detachable battery. The error occurred when the detachable battery charge capacity remained at 89%. The error did not occur during an operational check, however it was determined that a temporary failure occurred in the charge control circuit, so the system printed circuit assembly (pca) was replaced. The device failed the active exhalation verification final test, so the engineer replaced the proportional valve to correct the issue. Since dirt was confirmed on the low flow o2 tubing and the in-line filter, prox, they were replaced. In addition, not related to the reportable malfunction, the air inlet foam filter, muffler assembly, and particulate filter were replaced as part of preventative maintenance. The manufacturer¿s service technician completed final and run-in testing, including battery and valve checks, and performed cleaning. The device was confirmed to be operating properly. The active exhalation control module was sent to the product investigation lab for further evaluation. If any additional information is received, a follow-up report will be filed.